Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in italy. This is the same event as 3010536692-2014-00938.

Event description:
Allegedly the patient was revised due to total aseptic loosening (left).

Manufacturer narrative:
The complaint database was reviewed and analysis shows no trend for item/lot.